Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortous and moderately calcified forearm vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, after crossing the wire, the lesion area was dilated using the balloon. However, the balloon ruptured upon first inflation. A new 6mm cutting balloon was then used and completed the procedure. No complications were reported and the patient is stable.